Event description:
A surgeon reports that a pt experienced visual disturbances immediately following intraocular lens implant surgery. Symptoms were described as temporal dysphotopsia (shadows) in the shape of an arc that would come and go. The symptoms have been improving over time and have diminished by an estimated 75%. The pt's visual acuity in 2002 was 20/25.